Event description:
It was reported that the keypad button presses did not activate desired pump functions. The reporter stated the ok keypad button was unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint could not be confirmed or duplicated. Unrelated to the initial complaint, investigation revealed that the audio bolus button was detached. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.